Event description:
The company received a report from biomedical engineer that the unit did not provide an audio tone. No pt involvement.

Manufacturer narrative:
The device is not expected to be returned for eval. The customer has isolated the failure to the main bored in house. The customer has elected to order a replacement main pcb for in house repair. Info has been added to database for trending purposes.